Event description:
It was reported that catheter breakage occurred. The target lesions were unknown. A renegade hi-flo 105/10 kit was selected to treat the lesion. It was noted that the catheter was completely separated. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The catheter was visually examined and the catheter was found to be broken 13.5- 20.5cm from the hub (7cm braid exposed). No other defects were noted on the device. The dimensions which were measured were found to meet specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter breakage occurred. The target lesions were unknown. A renegade¿ hi-flo¿ 105/10 kit was selected to treat the lesion. It was noted that the catheter was completely separated. There were no patient complications reported.

Manufacturer narrative:
(B)(4).